Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Reportedly, customer cleaned the speaker holes and cleared the alarm. Additionally, it was reported that the pump battery was depleting quickly. The customer's blood glucose level ranged from 249 mg/dl to approximately 400 mg/dl. The customer continued to use the pump for insulin therapy.